Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant procedure, it was noted that there was a high threshold and phrenic nerve stimulation on the left ventricular (lv) lead. The lv lead was explanted and not replaced. The patient was stable.